Event description:
It was reported that the patient's artificial urinary sphincter cuff had a leak from a hole. The patient experienced recurring incontinence. Cystoscopy confirmed that the system was not working. Six months later, the cuff and balloon were replaced with a 3.5 cm cuff and 61-70 cmh2o balloon. The patient was recovering from surgery. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.